Event description:
An end user called for assistance checking the results as displayed in the device. After phone trouble-shooting, it was discovered that the device's display was not turning on properly. The device was replaced and the defective one returned for investigation.